Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an atrial tachycardia/atrial fibrillation (at/af) episode that was apparent noise due to electromagnetic interference. In addition, the right ventricular (rv) lead was t-wave oversensing (twos) post ventricular pace. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.